Event description:
I tested my blood on my roche coaguchek xs monitor on (B)(6) 2018 and I got a result of 3.6. Immediately after I had my blood drawn at lab corps. My doctor advised me to skip a dose of my coumadin, however, on monday the results from my friday blood draw was available and was only 3.0. This means that I did not have to skip the dose and my level was in the range that I needed it to be. A difference of .6 in pt is clinically significant and not acceptable. When I tried to call roche to let them know, they said they would call me back but has not as of yet. They said they were being overwhelmed with calls due to the letter that they sent that said the strips were found to be giving inaccurate readings; if that reading was over 4.5 but readings under this were accurate. However, this is the second reading that I¿ve confirmed by the lab that was off by more than .6. That beings said I also have to pay for the test strips because roche says that they are able to be used.